Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
Stryker (B)(4) informed stryker (B)(6) that a letter was received from (B)(6) in relation to a pt who had a primary hip replacement on (B)(6) 2008. The letter explains that the pt was required to undergo a revision surgery on (B)(6) 2010, where the metal acetabular component was removed and replaced with a new ceramic component. (B)(6) have requested confirmation on when this product was put into circulation.